Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29, (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the delivery catheter system (dcs) was unable to cross the right axillary access site. It was noted that the minimum diameter of the access vessel was 6 millimeters (mm). Dilation was performed using a 16 french (fr) and 18 fr dilator; however, the dcs was still unable to advance. A 14 fr non-medtronic introducer sheath was inserted. Upon removal of the dcs, a kink was observed on the distal end proximal to the capsule of the dcs. Therefore, a new valve was loaded into a new dcs, and the new dcs was successfully advanced through the non-medtronic sheath. The deployment of the valve was attempted two times. Upon 80% deployment of each deployment attempt, the position of the valve was unable to be corrected. Subsequently, the system was withdrawn from the patient, and a non-medtronic transcatheter valve was implanted. Upon removing the non-medtronic system, a dissection was noted at the right axillary access site. Subsequently, a stent was placed to address the dissection. Per the physician, the patient's anatomy and implant procedure contributed to the dissection. It was noted that a 2 hour pr ocedural delay occurred.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle and capsule partially opened. Multiple bends were observed along the catheter shaft, with a particularly severe bend noted at the distal end. Deformation evident towards the distal end of the inline sheath. The inline sheath was able to retract and advance over the stability shaft, but resistance was encountered during movement. Delamination was observed over the nitinol reinforcing frame of the capsule. Deformation was evident at the proximal end of the capsule. Cuts were evident to the capsule tip. Nosecone appeared slightly bent. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an in-fold noted. A kink was evident to the mid- section of the inner member. Damage was observed at the distal end of the middle shaft. No other deformation evident to the remainder of the device. The reported event of kink could be confirmed through analysis. The reported event of unable to advance could not be confirmed through analysis. The reported intimal dissection could not be confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.